Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2013, it was reported that this patient had a minor infection at the generator incision site. The patient recently changed group homes, and they didn't keep dressing on the incision. It isn't clear if the infection was due to manipulation or lack of wound care by group home. The surgeon evaluated the patient and put the patient on a two-week course of antibiotics. The patient also had a low-grade fever, but no cultures were done. It was not known when the infection first started, but was first seen on (B)(6) 2013 when evaluated post-operatively. Follow-up showed that the infection was unrelated to vns. No cultures were taken, antibiotics had resolve the issue, and no other interventions were planned.